Manufacturer narrative:
The customer reported that the vitals were flashing on the screen. The issue was resolved, but the customer wants the logs to be reviewed. Technical support (ts) sent the customer the instructions on how to extract the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/04/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/10/2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied by stating; I will not be able to provide the information.

Event description:
The customer reported that the vitals were flashing on the screen. There was no patient injury reported.

Event description:
The customer reported that the vitals were flashing on the screen. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the vitals were flashing on the screen. The issue was resolved, but the customer wants the logs to be reviewed. Technical support (ts) sent the customer the instructions on how to extract the logs. There was no patient injury reported. Investigation summary: the device logs were collected and reviewed by nkc. Nkc investigated the trigger events for redrawing the waveforms from the software source code. As a results, we were able to confirm the reported issue. Based on the system log and the reproduced events, we determined that it was the same as the event that occurred at the customer's site. To resolve the issue the customer's software will be updated.